Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that the ventilator was turning on and off intermittently. Complainant did not indicate that there was any patient involvement in the reported malfunction.